Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer noted that the image marker was dislocated by 1.5 cm on the proximal side. Therapy continued for 24 hours and at that time it was discontinued. There was no reported patient injury.

Manufacturer narrative:
Changed evaluation conclusion code from no problem detected (67) to manufacturing deficiency (23). Changed addtl mfg narrative/corr. Data from: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. One kink was observed on the catheter tubing approximately 59.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Changed addtl mfg narrative/corr. Data to: based on the description, and newly provided video and photo, the iab was reevaluated for incorrect marker position. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. One kink was observed on the catheter tubing approximately 59.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. Both front and rear tantalum markers were present over the iab lumen and not loose. However we were able to detect that the rear tantalum marker was out of place by approximately 2.5cm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The evaluation and provided photo/video confirms the reported problem. The most likely root causes for this failure a has been determined to be an isolated manufacturing event. Complaint # ca-cpl-2018-02101, record # 175026.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer noted that the image marker was dislocated by 1.5 cm on the proximal side. Therapy continued for 24 hours and at that time it was discontinued. There was no reported patient injury.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. One kink was observed on the catheter tubing approximately 59.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the customer noted that the image marker was dislocated by 1.5 cm on the proximal side. Therapy continued for 24 hours and at that time it was discontinued. There was no reported patient injury.